Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.511.636.01s. Lot: 3l85927. Manufacturing site: selzach. Supplier: früh verpackungstechnik ag. Release to warehouse date: 18. March 2019. Expiry date: 01. March 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mre for non sterile part: 04.511.636.01c h833996. Manufacturing location: monument. Manufacturing date: 11-feb-2019. Part number: 04.511.636.01c, ti matrix 1.85mm locking screw self-tapping/6mm. Lot number: h833996 (non-sterile). Lot quantity: 120. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: h692284. Lot quantity: 1,682 lbs. Certified test report supplied by perryman company dated 05-jul-2018 was reviewed and determined to be conforming. Lot summary report dated 16-jul-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the screw (04-511-636-01s) could not held with a handle and a screw driver when it was attempted to insert it to maxillary of the patient with jaw deformity during maxillary and mandibular osteotomy surgery on (B)(6) 2019. The surgery was completed successfully without a surgical delay by using alternative screw and there was no harm to the patient. No further information is available. Concomitant device reported: unknown handle (part # unknown, lot # unknown, quantity 1), unknown screwdriver (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).